Manufacturer narrative:
A spacelabs field service engineer (fse) was dispatched to reboot all xtr's at the facility to resolve the reported problem. Investigation into the reported problem revealed a software bug that prevents alarm escalation if the xhibit telemetry receiver has been running for longer than 25 days without being rebooted. Spacelabs has advised the customer that their alarm settings could be adjusted, or that the xtrs need to be rebooted routinely, but no later than 24 days from the last restart, to prevent recurrence of the problem.

Event description:
Spacelabs was notified that technical alarms generated from the xhibit telemetry receivers (xtr) are not escalating priorities as expected. There is no patient harm reported with this event.